Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer powered up to a blank screen on the first attempt. However, the programmer powered up to a normal screen after the logs were pulled. As a result the hard drive was reimaged, software was reloaded and updated. It was also noted that the power supply was noisy, the system fan was noisy and the stylus was missing. (B)(4).

Event description:
It was reported that the programmer did not work, the power on/off was not working. The programmer was returned for servicing. There was no patient involvement.